Manufacturer narrative:
This is a combination product (B)(4). Event occurred in united states. The device was not returned to the manufacturer. Therefore, it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No available photos have been provided by the customer which confirm the issue, but the received picture with the labels confirms the references of the two involved products. 1 complaint (1 product), this one included, has been recorded on refobacin bone cement r 1x40 us, reference 110034355, batch 936bae2505 since ever. No information on the stryker mixing system and mixing process followed by the customer has been provided. According to available data, the root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the cement would not mix and the powder was still present. It was also reported later, that the paste had clumps so the consistency failed during the mixing process (stryker advanced mixing system). Another cement was prepared and surgery was finished. No adverse events have been reported as a result of the malfunction.